Event description:
It is reported that the device was implanted in 2003. Revision surgery occurred in 2006, due to leakage.

Manufacturer narrative:
Catalog #00999402355, zmr hip system femoral body revision nitrided porous, lot #70104600. Evaluation summary: the porous stem has fractured at the junction with the calcar body. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive information be received, this report will be amended. Evaluation - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.